Event description:
It was reported to the manufacturer that the vns pt's generator is nearing end of service according to the programming/diagnostic software. Follow-up revealed that the pt's generator was interrogated at the physician's office on (B) (6)2010. The generator showed 2 months till end of service with settings 3.25 / 30 / 500 / 30 / 0.2. The generator was interrogated prior to replacement and it showed 11 months till end of service. There was no indication that the changes were made to the device settings prior to surgery. The pt's generator has been replaced successfully with a model 102. The explanted generator has been returned to the manufacturer for analysis. Analysis is currently pending. Pt has been seizured free and no other adverse events were noted. The physician indicated that the end-of-life projection of the generator is pre-mature. Good faith attempts to obtain additional information regarding the reported event has been unsuccessful to date.